Event description:
It was reported that there was an infection and the patient was in the intensive care unit. It was noted that they were checking to see if the patient had an infection. The reporter stated that the patient¿s device was implanted two weeks prior to the report. It was reported that the patient was agitated and confused so he went to the hospital the day prior to the report. The reporter stated that the patient also had a pain pump and was also taking 600 mg of lyrica three times a day instead of 200 mg three times a day. It was noted that there was a loss of therapeutic effect and the patient had a lot of pain in his feet and legs. It was reported that the patient had reflex sympathetic dystrophy which was causing the pain in the legs and feet, and since getting the implant the patient¿s pain had been under control. It was later reported that the patient did not have an infection of the implantable neurostimulator and the problem was with his medication.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).